Event description:
It was reported that a balloon rupture occurred. A 5.0mm x 100mm x 75cm athletis balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure to treat shunt stenosis. The target area was 75% stenosed, and the anatomy was moderately tortuous. During the procedure, the balloon ruptured at 6 atmospheres when inflated for 10 seconds. A pinhole was located near the balloon tip. The device was removed using the normal method without issue, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.